Manufacturer narrative:
The patient's demographics of date of birth and weight were not supplied. The patient was prescribed synthroid. Service was not dispatched for the event. The access hypersensitive htsh reagent was not returned for evaluation. The customer indicated that manual dilutions of the patient's sample recovered non-linearly, hence patient source interference is strongly suggested; however, these results were neither provided to beckman coulter nor was the sample provided for further functional testing. In conclusion, the cause of this event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2016-00109, 2122870-2016-00110.

Event description:
The customer reported reproducibly elevated thyroid-stimulating hormone (access hypersensitive htsh) results for one male patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). This report addresses the elevated access hypersensitive htsh result obtained on (B)(6) 2015 on the unicel dxi 600 access immunoassay system (serial number (B)(4)). There was a change in treatment as the patient was prescribed synthroid at a dosage of 25 micrograms due to the elevated access hypersensitive htsh result on this date. On (B)(6) 2016, a new sample was obtained from the patient and tested on the unicel dxi 600 access immunoassay system (serial number (B)(4)); this sample also recovered above the reference range. This event is addressed in manufacturer report number 2122870-2016-00110. All system parameters (including quality control, calibration, and system check) were recovering within assay/instrument specifications. The patient's sample was collected in a serum separator tube and centrifuged at 3500 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer.